Event description:
Boston scientific crm received information that this guidant implantable cardioverter defibrillator (ICD) was associated with a battery measurement of 2.65 volts after 31 months of implant. This device is included in the (B)(6) 2007 shortened replacement window advisory population. A boston scientific technical services consultant (ts) discussed the advisory details and that this device is meeting the definition of premature battery depletion according to the advisory criteria. This device also is included in the (B)(6) 2006 subpectoral implants advisory population.

Manufacturer narrative:
Ts recommended monthly device follow-ups and replacement within 30 days when elective replacement indicator (eri) status is reached. There was no report of adverse patient effects, and the device remains implanted and in service. This report will be updated if additional information is received. The device subsequently was returned with no additional information. Laboratory analysis confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This issue also was separately reported in 2124215-2011-00522.